Event description:
It was reported via repair work order that the chair fold lock bar was missing which could potentially cause the chair to unfold past 90 degrees or potentially cause a delay of treatment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.